Manufacturer narrative:
A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The initial report was submitted under brand name clin chem (B)(4) manufacturing site. It was determined that the investigation should be performed on brand name clin chem (B)(4) manufacturing site. MFR 1628664-2011-00704 was submitted to correct this error.

Event description:
The customer stated an architect c8000 analyzer generated a falsely elevated magnesium result for one patient sample. The analyzer generated an initial magnesium result of 3.2 mmol/l and a repeat magnesium result of 0.96 mmol/l. The falsely elevated magnesium result was not reported outside the laboratory and there was no adverse impact to patient management reported.